Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited intermittent capturing issues and low pacing impedance. Programming changes were made and the patient was in stable condition.